Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by turbid effluent, diarrhea and vomiting for two days. The patient was hospitalized for the event and was treated with unspecified antibiotic (intraperitoneally for fourteen days, dose and duration not reported). At the time of this report, the patient had been retrained on aseptic technique and had recovered from the event. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.